Manufacturer narrative:
(B) (4). (B) (4). (B) (6).

Event description:
It was reported that after a low anterior resection procedure, the surgeon used cs40g to cut, then used cdh33 to anastomosis. Two hours after the procedure, they found the patient`s blood pressure had dropped. The patient had massive hemorrhage. Another surgeon opened the patient`s abdomen to do the second procedure. He found there were two staples malformed on the cut. Then the surgeon used hand sewing to make the fistula to complete the procedure. Now the patient is fine. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.